Event description:
It was reported by a physician that a pt developed a staph infection and sepsis following placement of the filter.

Manufacturer narrative:
The info for use for this device states: potential complications...infeciton... No additional info has been rec'd to date despite attempts. The results of the investigation are inconclusive. It is unknown whether pt or procedural factors contributed to this event.